Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported falling on (B)(6) 2017 and on (B)(6) 2017. The on (B)(6) 2017 the patient had poor coupling while they were trying to charge. They are getting a message on their implantable neurostimulator recharger (insr) screen that they are not familiar with. They normally get all the bars when charging. On the day of the report they spoke with their manufacturer representative (rep) but they did not figure out what the picture on the insr was and redirected the patient to call patient services. The rep instructed the patient to do the antenna locator feature which led to the insr being frozen on a screen. Patient services had the patient reset the insr and then the recharger was functioning as designed. Troubleshooting included repositioning the antenna over the ins and turning the dial through all 4 positions. The patient ensured that their belt was positioned properly. The antenna locate steps were reviewed and an antenna locate was attempted and then a recharging session which resolved the issue. The antenna locate resulted in 6-8 bars and resolved the issue. The patient was getting all of the bars shaded and stated that the ins was ¼ charged. The patient noted that they are getting sweaty and are running a fever. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.